Event description:
It was reported that the patient was experiencing back pain, vomiting and was unable to go to sleep. The patient was admitted to the hospital due to the pain, and a computed tomography (CT) scan was performed.